Event description:
The customer reported being hospitalized for hyperglycemia, with blood glucose of 509 mg/dl. The customer stated that prior to the event, her doctor had told her to go to the emergency room if blood glucose were to exceed 450 mg/dl. The customer also stated that she last changed her infusion set the day before the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.